Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200's-300's mg/dl. As the pump supplies in use during the occlusion alarms were no longer on the pump, no troubleshooting could be performed. Tandem technical support educated the customer in possible causes of occlusions.